Manufacturer narrative:
Relevant diagnostics testing was inadvertently not provided in the initial report.

Manufacturer narrative:
Date of this report, corrected data: the date of report for follow-up-report #2 was inadvertently provided as 11/13/2016, but the correct date was 12/20/2016.

Event description:
Review of the patient' in-house programming history revealed data from the day of surgery, (B)(6) 2016. A review of the data showed that tachycardia detection had been turned on in surgery, but not the autostimulation. Interrogation occurring after 10:44:08 showed the foreground heartrate to be 97.5 bpm. Systems diagnostics was performed at 10:44:39. Then systems diagnostics at 10:47:18 were performed and the foreground heartrate was 68.7 bpm, indicating the heart rate had reduced just prior to performance of the systems diagnostics at 10:47:18. 0.365% of the battery was shown to have been used.

Event description:
Further follow-up to the company representative provided that after the patient had been seen at the neurology office, the vns was turned up and all went well with no issues. The patient was observed for bradycardia and none was observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by a company representative that during implant surgery, the patient's heartrate would drop to 0 bpm when diagnostics were performed at 1.0ma, and then would immediately climb up with no need for medications. When the patient was programmed to 0.25ma and diagnostics were performed, the heartrate didn't change. The diagnostics were noted to be within normal limits. The device output settings were left on at 0.25ma. Follow-up from the company representative provided the first systems diagnostics test was performed while the device had not been programmed on and was at factory default settings. Tachycardia detection had not been turned on, and the decrease in heartrate was attributed to be due to vns by the medical professional. There were no issues noted before the diagnostics were performed. The heartrate was observed on the surgical ECG monitor, and was not verified by any other heartrate detection means. Additional relevant information has not been received to-date.